Manufacturer narrative:
Belmont medical technologies has requested that the rapid infuser be returned for investigation, but the unit has not yet been received. Technical service inspected the cable and no issues were found. We have reached out to the distributor to obtain additional information from the user facility, as there are ac input voltage requirements for operating the rapid infuser, which are specified in the operator's manual. The manufacturing records for this serial number were reviewed, and nothing notable was observed. There was no patient injury reported. Without further information, it is difficult to determine what occurred in this incident. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report, "device was attached to three different sockets and the fuse was always blown. Cable was checked by the technical service, but showed no deficits."